Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Additional, changed, and/or corrected data: b5, b6, d6b, d9, g1, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, weight within specification, deformation. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional additionally confirmed that the device is not ruptured. Device has been explanted.